Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. Leakage issue, hemostatic valve damaged and irrigation inadequate issues occurred. During the procedure, fluid (saline solution) escaped from the hemostatic valve of the device and there was an intermittent or low irrigation on the device but not complete occlusion. The gasket was found askew. A second device was used to complete the procedure. There was no adverse event reported on the patient. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. With the available information, the event has been assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 05-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. Leakage issue, hemostatic valve damaged and irrigation inadequate issues occurred. During the procedure, fluid (saline solution) escaped from the hemostatic valve of the device and there was an intermittent or low irrigation on the device but not complete occlusion. The gasket was found askew. A second device was used to complete the procedure. There was no adverse event reported on the patient. The device evaluation was completed on 14-aug-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub of the device and the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue reported by the customer was confirmed. The bent shaft is an unrelated issue. The potential cause of the separation of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿bent shaft¿. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿leakage issue, hemostatic valve damaged and irrigation inadequate issues¿. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was dislodged inside the hub of the device¿. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).